Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed a very mild leftward tilt of the inferior vena cava filter (ivc). A mesenteric perforation was identified, where the inferior aspect of the struts projected 5mm beyond the inferior vena cava (ivc) lumen.

Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed a very mild leftward tilt of the inferior vena cava filter (ivc). A mesenteric perforation was identified, where the inferior aspect of the struts projected 5mm beyond the inferior vena cava (ivc) lumen.